Manufacturer narrative:
Concomitant medical product: dtba1q1 crt-d and 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited intermittent atrial undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.